Event description:
It was reported that the ventilator failed internal leakage test with a message 'system volume too small' during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Our field service engineer has investigated the reported ventilator on site. The air gas module was replaced to resolve the issue and sent back for further investigation. The provided logs confirm the reported issue. The returned gas module has been tested in a ventilator. It failed the pre-use check with internal leakage, pressure transducer, safety valve, o2 cell sensor and flow transducer tests. During ventilation, it alarmed for safety valve test failed and o2 concentration low which it was 41% instead of 60%. A visual inspection for the nozzle unit inside the gas module, was concluded as the feather spring of the nozzle unit was broken. The filter of the gas module was still the original that was manufactured "2021 week 28". The reported ventilator was manufactured 2021 june. The nozzle unit, gas module filter and the bacteria filter must be replaced every year at least once or 5000 hours of operation whichever comes first. The conclusion, is that the broken feather spring of the nozzle unit inside the gas module was the cause of the issue, and most likely due to the lack of maintenance. The air gas module regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. If the feather spring is broken, gas will leak into the patient circuit causing failures in the pre-use check and during ventilation a high-pressure alarm will be generated if user set limit is exceeded. A correction of field # d1 brand name, # d4 version or model #. D1 ¿ brand name ¿ previous brand name: servo-I. Corrected brand name: servo-I base unit d4 ¿ version or model # - previous version or model #: servo-I. Corrected version or model #: 6487800